Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, right ventricular lead noise was identified during a stored event on (B)(6) 2018. Noise could not be reproduced in clinic after isometric activities and pocket manipulation. Patient was stable and will continue to be monitored.